Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional two mitraclip devices referenced in b5 are filed under a separate medwatch report number.na

Event description:
This is filed to report single leaflet device attachment/slda, tissue damage prolonged hospitalization and medical intervention it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. On (B)(6) 2021, the first clip delivery system (cds 10428r183) was advanced to the mitral valve, and the clip was deployed. Then a second cds (01106u155) was advanced to the mitral valve; however, the arm positioner was turned with unusual resistance. Then the clip jumped into an inverted state. The clip was able to close, but then it was observed that one of the grippers was stuck in the first implanted clip. The clip was maneuvered and became free. However, this caused the first clip to become detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda). The second cds was removed with the clip attached and the procedure continued with an xt clip (01107u189). The xt cds was advanced to the mitral valve, but grasping was difficult due to the slda clip caused some visualization issues from the shadowing of the clip. The xt clip was able to get a good grasp, but the posterior leaflet was observed to be damaged. The xt clip was deployed to stabilize the slda and further reduce mr. However, upon deployment, the xt clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda).the physician stated the patient has friable leaflets which caused the second slda. The procedure was aborted. The patient is stable and will remain hospitalized until a decision is made on how to further treat. The tissue damage was left untreated. Two clips were implanted, and mr is 4+. There was no clinically significant delay in the procedure then on (B)(6) 2021, the patient underwent mitral valve replacement surgery. During surgery it was noted that the first clip was not an slda after all. The clip was stable on both leaflets; however there was a leaflet tear from the annulus of the posterior and anterior leaflet of the implanted clip. The patient is stable and doing fine. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and the reported single leaflet device attachment/slda was due to challenging patient anatomical condition. The overall information, the reported difficult leaflet grasping and poor image resolution appears to be due to procedural circumstances/operational context. The reported unchanged mitral regurgitation/mr and unspecified tissue injury were due to slda. The reported hospitalization and surgical intervention was a result of case specific circumstance as mitral valve replacement surgery was performed. The reported patient effects of mr and tissue injury as listed in the mitraclip g4 system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design or labeling.